Event description:
Upon interrogation on (B)(6) 2015, the device was found programmed in the non-rate responsive vvi mode while the expected mode was vvir. Preliminary analysis showed that this behavior resulted from embedded software specifications: rate responsive pacing is deactivated if the patient is paced at a rate higher than 100min-1 for a large number of cycles during any 24 hour period. Patient care recommendations have been provided (rate response reprogramming suggestions).

Event description:
Upon interrogation on (B)(6) 2015, the device was found programmed in the non-rate responsive vvi mode while the expected mode was vvir. Preliminary analysis showed that this behavior resulted from embedded software specifications: rate responsive pacing is deactivated if the patient is paced at a rate higher than 100min-1 for a large number of cycles during any 24 hour period. Patient care recommendations have been provided (rate response reprogramming suggestions).